Event description:
Clips did not transition to the jaw area of the device as expected resulting in trauma at the application site during functional application. It was also reported that the device was loading multiple clips during a single application. There were no reported injury or ill-effects to the pt. Procedure type: lymph node biopsy.